Manufacturer narrative:
The actual device has not been returned to the manufacturing facility and the lot number is unknown. Therefore, the investigation was based upon evaluation of user facility information and retention samples from three recent lots. There were no visual anomalies noted and all samples were leak tested and confirmed to meet manufacturing specification. Since the production lot number was not provided by the user facility, a meaningful review of production and complaint records was not possible. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported they had a tr band device that leaked air. The following information was provided by the user facility: the tr band would not hold air after inflation; it was reported that blood loss was less than 250 ml; the procedure outcome was a success; and no patient injury or medical intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update on the status of the actual device, it was confirmed that the actual device is not available for evaluation. Device discarded by staff.